Event description:
Pt was undergoing dialysis when approx 20-30cc of blood was noted to be leaking around the air bubble detector site. Dialysis was stopped and the tubing/lines were replaced. Treatment then resumed and was completed. After completion, the outside of the machine was washed. During this time, some dried blood was noted above the door and when the door was opened, a large amout of blood was visualized inside. The transducer protector was never removed. Venous pressure indicated 80 mmhg, where it was previously running at approx 150 mmhg. No pressure alarms occurred. As much as possible was cleaned. Clinical engineering was notified the next day and the machine was sequestered and then taken to clinical engineering for investigation. Both the device and a similar unit were used for testing. The unit's transducer and a like unit was pressure tested in an attempt to induce a failure. Possible reasons for failure included a mfg defect in the protector, a misplaced protector, an over pressurized situation resulting from occluded venous tubing. Findings were inconclusive.